Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the complete system, pacemaker and leads were explanted due to pocket infection. The infection confirmed was bacteremia; responsible organism was strep gallolyticus bacteremia. No additional information was available.